Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 508 mg/dl. The customer delivered a bolus to treat her blood glucose level. The high pressure test passed. The insulin pump alarmed no delivery 3 times. The device was not returned.